Event description:
It was reported that when the device with reload cartridge was used during a laparoscopic assisted vaginal hysterectomy procedure, the tissue was cut with partially formed staples. Opened another device to complete the case. There was no consequence to pt.